Event description:
It as reported that an inappropriate shock was reported due to noise. During a follow up manipulation of the xiphoid process revealed no abnormal noise, but when manipulating the distal electrode noise was seen in the alternate and secondary vector, while no noise was seen in the primary vector. A review by technical services (ts) noted that all available episodes show major high amplitude artifacts, and these kind of artifacts are a result of a sudden change in the impedance pathway of the sensing vector. Ts noted that this can be caused by an impairment of the lead contact in the device header or impairment of the lead body. Ts discussed performing an x-ray to determine if a lead impairment was evident. A lead extraction was planned. Additional information noted that the device was programmed to the primary vector. The device has seen been deactivated and x-ray images did not reveal a fracture of the electrode at the level of the distal tip. No adverse patient effects were reported. The system remains implanted.